Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to capture and failure to sense. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿lead capture issue and no sensing¿ were confirmed. A complete lead was returned in one piece. X-ray examination of the lead found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead failed hi-pot test due to over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies.